Event description:
Reporter alleged discrepant blood glucose results of 267, 167, & 108mg/dl when all testing was performed back to back within 10 minutes apart on the active system. The location of the testing was not provided. As a result of the comparison, no actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.